Event description:
It was reported that the patients ipg migrated resulting in difficulty charging the implantable pulse generator (ipg) which was confirmed via x-ray. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to hospital policy.